Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The details of the lesion are unk. A 2.5x20mm taxus express2 paclitaxel-eluting coronary stent was advanced to the lesion and was not able to cross the lesion. The physician then noticed that stent strut was lifted up. The procedure was completed with a different device. The pt status is listed as good with no complications reported. Multiple attempts to obtain additional info have been unsuccessful.